Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device for the receiver (str-dr-001 g4; (B)(4); 5211979) was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of a firmware error was confirmed. A root cause could not be determined. The following items were returned with the receiver: mt20655 usb micro power wires and mt21255 usb power supply (charger) with usb-a receptacle. No evaluation was necessary for these items as they do not have an affect upon the receiver investigation and results.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.